Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the device was manufactured. The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing of the unit. Foreign material was discovered in the device nozzle caused by failure to clean adequately. In addition, a worn angle wire, an up/down knob requiring adjustment, a scratched c-cover and s-connector, a deformed, scratched and discolored universal cord, a scratched s-cover, a scraped s-cylinder, a scratched fe lever and fe knob, a corroded and scratched up/down knob, a cracked right/left knob, a discolored control unit, cracked adhesive a chip on the a-rubber, a discolored connecting tube, a non functioning switch 4, and a defective pc board were discovered. Based on the results of the investigation, the root cause of remaining of the foreign material in the subject device was unable to be specified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm, that water flow is observed in the entire endoscopic image. Inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm, that emission of water spray is observed in the entire endoscopic image. Olympus will monitor the field performance of this device.

Event description:
A customer reported, a switch issue and reduced angulation in their evis lucera elite gastrointestinal videoscope. Upon inspection and testing of the returned unit. It was discovered, that there was foreign matter lodged in the nozzle. There were no reports of patient or user harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: h6 codes.